Event description:
Upon investigation, it ws determined the blood glucose device 3rd & 4th pins were melted. Originally the based download connectors were chipped away and would not perform a download. No actions or treatment was reportedly associated with the alleged incident. A request had been made for the return of the suspect device and replacement product was sent.